Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age unknown), who was presenting a bradycardia heart rhythm, but the clinicians were unable to increase the ma setting beyond 60. The complainant indicated that the pt's heart rhythm was captured at 60ma and that there was no adverse effect on the pt as a result of the reported malfunction.